Event description:
It was reported this filter was being placed in a pt scheduled for total knee replacement surgery. It was indicated the filter did not appear to open completely following deployment via a femoral approach. Manipulation of the filter with a catheter and guidewire resulted in successful opening. Immediately following filter manipulation, clot was noted above the filter. The pt was treated with anticoagulants. The physician felt filter placement was successful after manipulation and another filter was not placed. The surgical procedure was postponed and no confirmation could be obtained regarding if it was rescheduled. The pt has since been discharged. Attempts to obtain further details about this event have been unsuccessful. Should further details become available, a supplemental medwatch report will be forwarded under the appropriate sequence number. This device remains implanted. Therefore, no failure analysis will be available. It was indicated continual flushing of the carrier system during the implant procedure was note performed and the filter legs were manipulated for 5-10 mins before successful opening was achieved. Co believes these factors may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for user state: "insufficient flushing can allow thrombus formation inside the filter which can bind the legs and prevent complete opening upon release. Confirm location of the carrier capsule by injecting contrast through the handle of the introducer catheter. Do not attempt to move or manipulate an engaged filter. In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."